Event description:
Related manufacturer report number: 2017865-2023-16050. It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance on the atrial and right ventricular (rv) leads. Programming changes were performed to resolve the issue. There were no patient consequences.